Event description:
Customer stated that around 9-9:30am they received a blood glucose result of 197mg/dl. The customer ate breakfast and went to church. While at church they felt light headed and dizzy and passed out. Paramedics were called and received a result of 60mg/dl. The customer was taken to the hospital and a result was received of 60mg/dl. The customer was given sugar to raise their blood glucose level; they were also given a shot of glucose in their IV. No controls in use. A request was made for the return of the suspect device and replacement product was sent.